Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post transcatheter aortic valve replacement (tavr) procedure, there was intermittent capture at 4 volts for the right ventricular (rv) lead. A lead dislodgement was suspected. It was noted that the patient was pacemaker dependent after the tavr procedure. A revision procedure was performed where the rv lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported.